Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Despite the discrepancy in expected and displayed values, customer chose not to load a new cartridge and will continue using the current one, with a plan to follow up if needed.